Manufacturer narrative:
The reporter was contacted for additional, and to arrange return of the device for evaluation. The reporter did not know any details and was not agreeable to locating the device for return. The reporter stated that if any information or the device were to become available, she would communicate that to the device manufacturer.